Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a disconnection of the internal tube that connects between the flowmeter output barb to the auxiliary oxygen port. The tube was reconnected, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an internal leak discovered during preuse checkout. There was no report of patient involvement.